Manufacturer narrative:
(B)(4). The lot number was not provided, so no batch review could be performed. The device was not returned for evaluation; therefore, the reported problem could not be confirmed and the cause was not determined. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in the line alarm) on the homechoice (hc) during the initial drain. The technical service representative (tsr) explained the se 2240 and assisted to clear it so the hp could reset up for therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.